Manufacturer narrative:
The condition was confirmed and the mainboard was replaced. Information has been added to the database for trending purposes. (B)(4).

Event description:
Customer reported the unit was missing an spo2 display segment. No pt harm was reported.